Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of seroma-late was reviewed on 10-june-2020). Visual analysis of the photographs identified opening on anterior. The position of the photo cannot verify the lot number or catalog. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
The device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. (B)(6).

Event description:
Physician reported "minimal peri-implant seroma on the right." The device remains implanted.